Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent an induction test. Upon induction of ventricular tachycardia (vt) and ventricular fibrillation (vf), this s-ICD system didn't convert the arrythmia at 65 or 80 joules. It was noted the shock impedance was in range at 60 ohms. The arrythmia was converted with an external defibrillator. Also, it was noted the patient was very large at 365 pounds. The physician suspected the patient's size may have hindered the device. The physician decided to explant this s-ICD system and implanted a transvenous implantable cardioverter defibrillator (ICD). This electrode was successfully replaced and received for analysis. No additional adverse patient effects were reported and the patient fully recovered.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.